Event description:
A caller reported turning off the pump as advised due to an issue. The customer's blood glucose level went outside the normal range, displaying as "high." To address the issue, the customer planned to administer a bolus once the pump was reloaded. It was confirmed that the issue was due to user error, as the customer interacted with the pump button incorrectly. The system was confirmed to be operating properly.